Manufacturer narrative:
Evaluation summary: the returned trial stem has a potential field age of between 10 and 16 years at the time of fracture; the number of uses and applications, however, are unknown. Based on scanning electron microscopy analysis of the fracture surface, the fracture appears to have been caused by an overload or repeated impact load. However, it can not be definitely determined if the failure was caused by overload as a result of misuse or caused by repeated impact load as a result of normal insertion, impaction and extraction of the device assembly to and from bone during normal use. Evaluation: manufacturing information could not be reviewed, as no lot number was available. The threaded tip of the provisional has fractured and is missing. The main body, in the vicinity of the fractured piece, exhibits multiple tool marks, though these are likely the result of removal post-fracture. Where measured, the device meets print specification.

Event description:
It is reported that when extracting the provisional, the trial stem threads broke.